Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on his back. The skin was described as appearing to be burned and blistering. The patient's physician prescribed a medication to apply to the skin. Follow-up indicated that the patient's skin had gotten much better.